Manufacturer narrative:
(B)(4). The customer reported that while a patient was coding, the staff heard alarms at the bedside, but not at the central station. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the staff heard alarms at the bedside, but not at the central station.